Event description:
Reporter stated that patient's blood glucose was measured back-to-back, using the suspect device, with a results of 141 mg/dl and 178 mg/dl. Reporter noted that, at the time the results were obtained, patient was exhibiting symptoms of hypoglycemia. A venous sample, simultaneously obtained from the same patient, reportedly measured 29 mg/dl, in the facility's lab (value was reported to floor 31 minutes later). Based on the lab value, patient was reportedly treated with an intravenous glucose solution. Approximately 4.5 hours later, patient's blood glucose was again tested, using the suspect device, with back-to-back results of 120 mg/dl and 50 mg/dl. Eight minutes later, an additional venous sample was collected from the patient, and when tested in the facility's lab, measured 157 mg/dl. No additional treatment was received. Reporter noted that quality control testing had been performed, within 24 hours, on the strip lot and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.